Manufacturer narrative:
Additional information was provided that the repeat result of 82.6 ng/ml was generated from a siemens analyzer on (B)(6)2026. A new sample tube from the patient was tested on (B)(6)2026, and the result was 74 ng/ml. A general reagent or analyzer problem was not present because the qc before the event was within ranges. The specific cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys; vitamin d total iii results, from the cobas e 801 analytical unit. The initial result was 29 ng/ml. This result was questioned as the patient is on vitamin d supplementation. The repeat result using another (unknown) platform was 82.6 ng/ml. On (B)(6) 2026, the repeat result was 76.3 ng/ml.